Event description:
It was reported that there was an increase in the pacing thresholds and a reduction in the pace impedance measurements when it comes to this right ventricular (rv) lead. A request for technical review was needed. Technical services (ts) reviewed the case and noted that although both the impedances and thresholds were not outside the acceptable realm for a chronic system there was some under sensing resulting in unnecessary pacing seen as well as a question regarding rv capture. Ts discussed performing troubleshooting in clinic to evaluate lead integrity as well as evaluate capture. Ts also discussed performing an x-ray. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that there was an increase in the pacing thresholds and a reduction in the pace impedance measurements when it comes to this right ventricular (rv) lead. A request for technical review was needed. Technical services (ts) reviewed the case and noted that although both the impedances and thresholds were not outside the acceptable realm for a chronic system there was some under sensing resulting in unnecessary pacing seen as well as a question regarding rv capture. Ts discussed performing troubleshooting in clinic to evaluate lead integrity as well as evaluate capture. Ts also discussed performing an x-ray. No adverse patient effects were reported. The lead remains implanted. Additional information noted that there was no undersensing seen during device interrogation and the physician was going to continue to monitor the patient after reprogramming for the device for optimization.

Manufacturer narrative:
This report is being filed to update the describe event or problem and initial reporter section.